Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site #13 of the patient¿s mouth, the implant had not achieved osseointegration in type ii bone. The clinician reports the patient had poor bone. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site #13 of the patient¿s mouth, the implant had not achieved osseointegration in type ii bone. The clinician reports the patient had poor bone. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. New folllow-up was sent in order to correct field d1, that was mispelled

Event description:
The clinician reported that 5 months after the dental implant was placed in ada site #13 of the patient¿s mouth, the implant had not achieved osseointegration in type ii bone. The clinician reports the patient had poor bone. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative patient complications. (B)(4).